Manufacturer narrative:
The lot number has been provided and the lot device history records have been reviewed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. The catheter was returned in two segments. A full circumferential catheter break was identified approximately 105,5cm from the strain relief. The distal portion of the catheter was returned detached from the rest of the catheter. The break was examined closer under magnification (20x) and the break was not clean with slight ridges. No obvious stretching was identified. The complaint investigation is confirmed for a catheter break. It should be noted that per the event description, the catheter was flushed while within the hoop. Flushing the catheter activates the hydrophilic coating on the catheter and if the catheter is not kept moist, the user may experience issues removing the catheter from the hoop. This could contribute to the catheter break. Based on the available info, the definitive root cause is unk.

Event description:
It was reported that the crossing support catheter broke at one of the black marker locations as it was being removed from the packaging hoop. Reportedly, the catheter had been flushed while still in packaging hoop. Another catheter was used to perform the procedure. There was no pt involvement.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has been returned to the MFR for eval. The investigation is currently underway.